Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is infection and abscess.

Event description:
Health professional reported a right side "infection and abscess." Device has been explanted.